Event description:
The customer returned the pump reporting that the saddle was broken. During in-house testing. It was found that the unit accepted a 60 cc syringe as a 20cc and would program as such without alerting invalid syringe size.